Event description:
It was reported that the patient's ipg was not working and the patient experienced pain at the ipg site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned.